Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. There were three biopsy forceps, manufactured in mar2018 and may2018 returned used/processed. Two out of the three function as intended. Upon testing the forceps, it was noticed that the tip did not cut smoothly and cleanly as design as if the edges were sharpen. The type of damage is from use/handling. There is not any repair markings indicating preventive maintenance was performed on these instruments. The lot number was not provided to perform device history record review. The complaint is confirmed; the root cause has not been identified as a workmanship or material deficiency. Device identifier number: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The lot number was not received to perform device history record review. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4).

Event description:
A sales specialist reported on behalf of a doctor, that three (3) of the biopsy fcps 5mm ins 32cm, product ID 615174, was ordered for each of the lap bariatric sets. The doctor reported that ¿it is not addressing the liver biopsy at all and is causing excessive bleeding during his procedures¿. Additional information was received on 25mar2019 reported that the device was in contact with the patient, however, there was no patient injury/death alleged. It was unknown if there was medical intervention required and if there was a surgical delay. The instruments were purchased in advance for a bariatric program and were not used until the 90-day period was over. The doctor reported that the three devices did not performed as he had expected. These devices tore tissue rather than a clean cut of the liver. Additional request for information has been sent.